Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received representative samples from the customer facility for investigation. Previous complaints provided evidence confirming reported defect. A review of the manufacturing records was completed for the incident lot and no issues were identified. Confirmed complaint for stopper leakage. Root cause undetermined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that the lime green bd hemogard¿ was leaking on a13x100mm, 4.5 ml, bd vacutainer® barricor¿ tube after blood collection process. No serious injury, blood to mucous membrane exposure or medical intervention was reported.